Event description:
The customer reported to baxter (B)(4) of a luer activated valve set in which, "the set snapped when the patient pulled on it. The set was connected through the colleague pump and to the patient's cannula at the time, and the set snapped in the section in the middle between the patients's cannula and the pump." The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The patient pulled the tubing between his two hands in an attempt to disconnect the device so he could go for a walk. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The reported condition was confirmed. Visual inspection on the sample revealed that the set's tube was snapped 7cm from the chamber. The snapped parts were not available for evaluation. The root cause was may be attributed to mishandling of the product by the customer where patient pulled the tubing between his two hands in an attempt to disconnect the device so he could go for a walk. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review has been performed, finding that current labeling is accurate and sufficient in relation to the potential use error in this report.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.